Event description:
It was reported that the pt is experiencing pain. Patient describes the pain as achiness. Pt recently began having problems lifting her right leg. Patient states that the problem began 2-4 weeks ago. Patient is reporting that she has to manually lift her right leg with her hands when she enters her car as she is unable to lift it by itself. Patient also states that she is able to get up and downstairs holding on to the rail. Pt states that she went to the doctor on (B)(6) 2012 and reports having x-rays.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.